Event description:
It was reported that hematuria occurred. An atrial fibrillation pulse field ablation procedure was performed using a farawave catheter. Following the procedure, hematuria was observed. The patient was infused with two liters of saline and remained stable. No further patient information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not available because the event was reported via medwatch and no physician, healthcare facility, or specific device information was provided. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.